Manufacturer narrative:
In response to FDA report number: mw5111405. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown.

Event description:
Patient reported via medwatch "started having serious health problems ... After a hormone change," "capsular contracture, (baker grade unknown)," and" "fatigue" against right device. The device has been explanted.